Event description:
Boston scientific received info that during the first post-op check, a chest x-ray was performed and confirmed his lead had dislodged. Physician elected not to perform a lead revision but programmed the device to vvir. The lead remains implanted with no change. There were no adverse pt effects, however during this time, the pt had received an inappropriate shock for atrial tach. The lead remains implanted and turned off in the device with no additional intervention performed at this time. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.